Manufacturer narrative:
Voluntary medwatch report received: mw5166947

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was explanted due to infection. No patient consequences was reported.